Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03 and determined the root cause to be a defective air in line printed circuit board. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:03. It is unknown when or at what point in the process this condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The uim master software version is 5.09.90, which is classified as colleague 2006. No additional information is available at this time.